Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the sample was not provided. An attempt to inspect current stock of material was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. The device history record of the product dp-44k batch number 74h1701864 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. All materials used during the assembly met current specifications. DHR shows that the product was assembled and inspected according to our specifications. No conclusion can be established at this time based on the lack of defective of sample. It is necessary the physical sample to perform a properly investigation. The customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while the doctor tried to use the aortic punch, the device did not work properly. The cut was not clean, and it did not finish the cut, so they had to use scissors to clean and finish the hole.